Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 alarm was not confirmed. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. Additional investigation is being conducted through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 2. The technical service representative (tsr) explained the alarm and had the home patient (hp) cycle power two times to clear it. The tsr then explained that the hp would need to start over with new supplies or finish manually. The hp wants to finish manually. The tsr advised the hp to call the nurse in the next 24 hours to report what happened. There was patient involvement but no patient injury or medical intervention was indicated at the time of the initial report.